Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Based on a review of the limited sensor data available in the data management system (dms), escalation analysis showed that the system was working within expectations and did not show any concerns about the health of the sensor. Customer care contacted the user to gather additional information and provide troubleshooting assistance. However, the user declined further troubleshooting, stating that the issue had been resolved and had no further concerns. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly and to reach out if they had any additional concerns. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.